Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 02/09/2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Product number: 09p31-25 ; lot number : h16213 ; expiration date: 14-jan-2017; manufacture date: 31-jul-2016; UDI: (B)(4). 09p31-25; h16285; 28-mar-2017; 11-oct-2016; (B)(4). Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retain cartridges from lot h16285 met the acceptance criteria found in q04.01.003 rev. Z, appendix 1- product complaint level 2 and level 3 investigation procedure, however due to the expiration date of the cartridge lot h16213 retain testing could not be performed. The customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The two repeats on I-stat are consistent and a different samples were drawn to be tested on the laboratory instrument .

Event description:
On (B)(4) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium (k), result on a (B)(6) year old female patient. The customer stated the potassium results did not match the patient clinical picture. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. (B)(6). At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).